Manufacturer narrative:
The device is expected to be received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device did not sound an audible alarm tone. The device was returned to the biomedical department with an unsigned note that stated, "does not alarm dated on (B)(6) 2014." No tracking info was provided; therefore, specific patient info, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device did not sound an audible alarm tone. No additional info was provided.